Event description:
It was reported that the cartridge tubing was damaged, interrupting insulin delivery. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer required assistance addressing bg level via a bolus from the pump. The customer performed a supply change and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.